Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. Femoral access was used. The below the knee (btk) target lesion was 200 mm in length with a 2-3mm diameter. The de novo lesion was concentrically shaped. There was no significant bend in the lesion and the anatomy was not tortuous. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure. After five minutes of use, an error message to "check saline supply" displayed during aspiration and the catheter stopped operating. It was observed there was still around 250 cc of saline in the bag. Manual aspiration was subsequently used and the patient was successfully treated. There were no patient complications and the patient condition was stable.